Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the mother board. Unable to verify the low reservoir alarm or perform the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current tests due to the blank display. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. After pressing the act button, the display would return, but this issue was recurring. The insulin pump also reset itself and alarmed for a reset error. The blood glucose reading was 7.3 mmol/l. Cracks were noted at the battery tube threads. The insulin pump will be replaced and returned for analysis.